Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_ lead, product type lead.

Event description:
Information was received from a trial patient. The patient reported that they were getting a settings not available, screen 59, message the day before report. The patient stated that they called a manufacturer representative (rep) but had not heard back. The patient decreased the amplitude to 0.0 ma and then tried to increase amplitude to effect but this did not resolve the message. The patient then tried another program but this did not resolve the screen 59. Additional information was received. The patient was asked the cause of the settings not available screen was that the wire probably came out of the place it was put. When asked to clarify the patient stated it was probably the lead, but the cause was never determined or confirmed. The patient's healthcare provider had them remove it themselves, they never went in to see their healthcare provider, nor did they plan to. No patient symptoms or further complications were reported or were expected.